Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query to hospira personnel.

Event description:
The customer contact reported charring. The docking station was connected to a gemstar pump. At unspecified time, it was noted that the docking station was not charging the pump. At this time, the customer contact reported that the ac power cord socket at the base of the docking station was charred. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add¿l info was provided.